Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, when the surgeon wanted to fire the stapler, the device did not fire. The staples of the stapler didn't located on the tissue. After that the surgeon changed the reload and wanted to fire it with the use of the same handle and the procedure was completed. There was no patient injury.